Event description:
The customer stated that the o-rings of the reservoir came off, causing insulin to leak into the insulin pump. The customer's blood glucose reading was 273 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.